Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient was monitored after the implant procedure and the physician noted the right atrial (ra) lead had failure to capture and low amplitude/poor morphology. Thus, a lead revision was scheduled. Using fluoroscopy, it was clear the lead had dislodged into the superior vena cava (svc). This lead was then surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. The product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tissue entwined in the helix. The lead passed all electrical and stylet insertion testing. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm any of the reported electrical malfunctions and dislodgement allegations. This, based on normal lead resistance measurements, a passing hipot test, an inspection that showed no conductor issues and because evidence from the field and product analysis was insufficient to verify dislodgement. There was no evidence of device defect, malfunction, or abnormal damage found that would require a surgical intervention.

Event description:
It was reported that this patient was monitored after the implant procedure and the physician noted the right atrial lead had failure to capture and low amplitude/poor morphology. Thus, a lead revision was scheduled. Using fluoroscopy, it was clear the lead had dislodged into the superior vena cava. This lead was then surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.